Event description:
It was reported that a sparc sling was implanted and caused, "severe and permanent bodily injuries, significant mental and physical pain and suffering and economic loss." It was alleged that the sling caused "infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.